Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt, the device inappropriately displayed a "change batteries" message and failed to discharge. Complainant indicated that there was any adverse effect to the due to the reported malfunction.